Event description:
It was reported that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic tip of the sheath fell off into the patient's bladder. It was retrieved using a grasper. This caused a surgical prolongation of less than 30 minutes. The procedure was completed using a backup device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, g1, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the beak was missing, and the missing beak was not returned. Based on the results of the investigation, the definitive root cause of the missing beak could not be determined. Olympus will continue to monitor field performance for this device.